Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that their external equipment was giving them nothing but problems every time they try to use it. The patient mentioned that they were medicated and disabled so they record every phone call and every timethey bolus. The patient bolus every 3 hours up to 4 times per day and this is 'like my 3rd device replacement already.' When they connect to the pump 'at 90% it gave the bolus and goes in 2 seconds,' now, 'it sits at 90% for 15 minutes.' The agent assisted the patient in clearing data. Prior to clearing the data, the patient's data was 18.16 mb. The patient then able to request/receive a bolus well without issue and stated that took 22 seconds. The patient mentioned that it worked well now but will call back for a possible replacement if it does this again. The agent reviewed considerations. The patient stated that they clear the data 'almost every day and it still did not make a difference.' The patient also stated that they turn the equipment off in between uses and 'even though it's off, it makes a sound,' and mentioned once the handset was shaking even though it was off. The patient referenced that they knew where to hold the communicator because they know where the pump implant incision is. When they connect to the pump, they had to back out of it a couple times to get it to work, due to seeing 'communicator not responding' or 'app not responding.' When the agent inquired event date, the patient stated that 'a very long time, and it's getting longer and longer,' and they have missed boluses because of this. The patient then mentioned that they have kept the external devices that have been replaced before, and they were very concerned about cybersecurity with the handset, communicator, and pump for 'many years.' The patient wanted to get in touch with the person/company who monitors the cybersecurity of the pumps and their pump in real time. They have discussed this with their healthcare provider (hcp) who told them there's nothing they can do/there's no person/company monitoring cybersecurity in the way the patient was asking. The agent attempted to review multiple times, but the patient was not satisfied. The agent reviewed and told them a supervisor will call them back as requested.

Manufacturer narrative:
Continuation of d10: product ID a820 . Product type software product ID tm90t0 lot# serial# (B)(6). Product type accessory section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.